Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: h2: if follow-up, what type h3: device evaluated by manufacturer h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data the screw was returned for investigation. Visual inspection identified wear. The screw was threaded into an in-house implant and verified that the threads engaged fully. The reported event could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. DHR review could not be performed as the lot number associated with the reported item is not available. A complaint history review by item number was conducted dating back to 12 months from the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events march post market trending was reviewed and there were no negative trends or corrective actions for the reported event and device. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It is reported that the screw loosened in the implant.